Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead had exhibited high shock impedance measurements. Therefore, commanded 1.1 joule and 41 joule shocks were delivered to test the lead integrity. After the delivery of the 41 j shock, the device issued a code 1005, indicative of an open circuit condition. When this occurs, it is assumed that the load impedance is out of range, and only minimal energy will be delivered to the patient during a shock. The device and lead require evaluation and possibly replacement. Technical services reviewed the available device data and found the shock impedance measurements had been chronically high and were slowly increasing over the past year. Troubleshooting to evaluate the lead integrity, as well as x-rays, was recommended. The sales representative later reported that the device and rv lead were explanted and a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted instead. During the procedure, insulation damage was observed on the rv lead. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A review of device memory confirmed the commanded shocks were delivered on 29-aug-2022, as reported from the field. The 41 joule shocks resulted in open lead impedance faults. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the high, out-of-range shock impedance measurements reported clinically.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead had exhibited high shock impedance measurements. Therefore, commanded 1.1 joule and 41 joule shocks were delivered to test the lead integrity. After the delivery of the 41 j shock, the device issued a code 1005, indicative of an open circuit condition. When this occurs, it is assumed that the load impedance is out of range, and only minimal energy will be delivered to the patient during a shock. The device and lead require evaluation and possibly replacement. Technical services reviewed the available device data and found the shock impedance measurements had been chronically high and were slowly increasing over the past year. Troubleshooting to evaluate the lead integrity, as well as x-rays, was recommended. The sales representative later reported that the device and rv lead were explanted and a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted instead. During the procedure, insulation damage was observed on the rv lead. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.